Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/15/2024, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment 2.35 mm is broken. It has a loose piece of metal inside the burr attachment. A burr won't fit and it rattles when powered up. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-300b burr attachment 2.35 mm serial number: (B)(6) was received for investigation. Visual evaluation noted scratches to the surface of the device along with a few nicks. The most likely cause for this can be attributed to wear and tear incurred from repeated use. Further visual evaluation noted that the part of the device that connects to the handpiece was discolored. The most likely cause for this can be attributed to environmental due to the cleaning process performed. The ar-300b burr attachment was then examined using a nanoneedle scope. It was noted that the device had some internal damage. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device. Refer to investigation photos.